Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed: the patient reused the supplies. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center for troubleshooting assistance of check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The caregiver (cg) stated that they disconnected the heater bag and replaced it with a new solution bag. The technical service representative (tsr) informed the cg when changing out supplies that all the supplies need to be changed out. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the reported event. The cg stated they understood it was not proper procedure to reuse supplies. The cg stated the home patient (hp) did not have any injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.